Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2 and h6 have been updated accordingly. As reported, approximately six months postop the initial ltha, this 79 y/o male patient was revised due to a peri prosthetic fracture. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation due to hospital policy. These devices were used for treatment, not diagnosis. A known surgical risk for total hip revision is potential bone fracture. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. The most likely cause for the bone fracture possibly surgical technique and patient conditions at the time of implantation of the total hip components.

Manufacturer narrative:
Concomitant devices: biolox delta femoral head 40mm od, +7mm (cat# 170-40-07). Cup (cat# 01-030-10-0654 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six months postop the initial ltha, this (B)(6) male patient was revised due to a peri prosthetic fracture. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation due to hospital policy.